Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported the ipg is unable to communicate with the external devices. The patient reports she last recieved stimulation approximately two months ago and has not recharged for a few months. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated that the ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.